Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the device passed the prime and displacement test. The motor passed the motor test.

Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was performed, and the device passed the displacement and self test. The caller mentioned that the insulin pump was dropped. Advised the customer revert to back up plan until the replacement of the insulin pump arrives.